Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 18.6 mmol/l and 7.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Upon investigation, a result of 8.4 mmol/l was found within the specified timeframe instead of the result of 7.4 mmol/l.